Event description:
It was reported that this rv lead exhibited high oor pacing impedance, oversensing, and noise. No adverse patient effects were reported. Remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).